Event description:
Information received a smiths medical fluid warming level 1 hotline low flow systems - hl-390 was discovered a leak at the bottom of the tank. This was discovered during a pre-op and there for not patient or user harm, nor delay in case.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found wear and tear damage to water tank cover. The sample underwent functional testing by powering on and performing safety/electrical test. The reported customer complaint has been confirmed as there was leaking confirmed by the damaged tank cover. Problem source has been determined to be user interface.